Event description:
Per the clinic, the patient experienced uncomfortable sensation with stimulation, leading to device non-use. There are no plans to explant the device and reimplant the patient with another device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.